Event description:
The customer received questionable results for tina-quant hemoglobin a1c gen.2 (hba1c) on 29 patients. Of those 29 patients, 27 had erroneous results that were reported outside of the laboratory. All results are in %. The customer indicated that the erroneous results were generated during a run of samples that were accompanied by data flags. The customer performed a sample flow check and found the st2 sample flow rate was extremely low. They replaced the probe and resolved the issue. Patient 1 had two samples collected at the same time on (B)(6) 2013. Sample a had an initial result of 8.34, which was reported outside of the laboratory. Sample b had an initial result of 0.0, accompanied by a data flag. This result was not reported outside of the laboratory. Sample b was repeated on the same analyzer and generated a result of 6.28, which was reported outside of the laboratory. The physician's office questioned the results on the two samples. Samples a and b were repeated on (B)(6) 2013 on the same analyzer and generated the following results: sample a: 6.33 and sample b: 6.30. The repeat results were deemed to be the correct results, and a corrected report was issued for sample a. There was no adverse event. The initial results were generated on (B)(6) 2013. The initial results for all the patients were reported outside of the laboratory. The samples were repeated on (B)(6) 2013 on the same analyzer. The repeat results were deemed to be the correct results by the customer, and corrected reports were issued. There was no adverse event for any of the patients. The lot of hba1c reagent in use was 65778101, with an expiration date of 11/30/2013. The field service representative found that there was a problem with the rt2r probe. He replaced the probe holder and all the reagent probes. He performed a system prime and z calibration. He also performed a check test, which passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.